Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-implant of the leadless implantable pulse generator (ipg) transient loss of capture and variable thresholds were observed . The leadless ipg was reprogrammed and a temporary pacing lead that was connected to an external ipg was implanted. No patient complications have been reported as a result of this event.